Event description:
It was reported that the deep brain stimulation (dbs) patient has died. No further information is able to be obtained as the physician has not seen this patient since 2021 and did not have any further information to provide about this patient.

Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of this device <nhl>. Additional product(s) in device system: model number/catalog number: db-2201-45dc serial number: (B)(6) batch/lot number: 679164 model/catalog description: lead kit 45cm unique identifier (UDI) #: (B)(4). Model number/catalog number: db-4600-c serial number: n/a batch/lot number: 23403355 model/catalog description: suretek burr hole cover kit unique identifier (UDI) #: (B)(4). Model number/catalog number: nm-3138-55 serial number: (B)(6). Batch/lot number: 7046584 model/catalog description: 55cm 8 contact extension unique identifier (UDI) #: (B)(4).